Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 , they stated that the cautery stopped working and the entire jaw assembly was bending back and forth like there was a joint at the base of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02jan2020 and investigation was conducted on 24feb2020. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "electrical issue" was not confirmed. The reported failure "material twisted/bent" was confirmed. There were no consequences or impact to the patient. Specific actions for the reported failure mode material twisted/bent and electrical issue are being maintained and documented under maquet's failure investigation report (fir) system

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 , they stated that the cautery stopped working and the entire jaw assembly was bending back and forth like there was a joint at the base of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.